Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all of the keypad buttons were responsive. Contamination was visible underneath all of the button contacts. Unrelated to the display issue, the display screen had dim, pink, and fading lettering.